Manufacturer narrative:
(B)(4): eval: results: (mi, revasc).

Event description:
Two endeavor sprint rx drug-eluting stents (MFR# 2953200-2010-02149) were deployed to the prox lad. Residual stenosis post stent deployment was 10% with timi 3. Pt was discharged the day after the index procedure. Approximately 5 months after the index procedure, the pt had a stress test at the doctor's office due to intermittent chest pain, pt was hospitalized due to a non-stemi. The day after this event, catheterization performed found diffuse severe restenosis of study stent. Pt was treated with another brand drug-eluting stent. The event was considered resolved and the pt was discharged the day after catheterization. In the investigator's opinion, the event was considered severe in intensity, not related to the study drug, definitely related to the study device, and not related to the study procedure.